Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-03153 and 2134265-2015-03154. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view unspecified target lesion. During the procedure, it was noted that the angle of part where the imaging catheter was set in was slanting. Furthermore, the misalignment of the sled occurred during auto pullback which resulted into automatic pullback failure. The procedure was completed by changing the sled with another the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that no damages were found on the returned pullback sled, the returned sled was able to properly connect to the motordrive unit and the sled was able to properly pull back and performed within specifications during functional testing using a test catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-03153 and 2134265-2015-03154. It was further reported that automatic pullback was able to work but was canceled due to the sled trouble.